Manufacturer narrative:
D5;h4: information unavailable, device returned with no lot identification. H6; evaluation code #400(other): firing mechanism damaged. Results of evaluation: conclusion: based upon the information received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue. Comments: some conditions which might result in damage to the firing mechanism are: interrupted firing cycle, tissue thicker than indicated, attempting to fire through a spent cartridge, firing prior to complete clamping of the jaws and failure to properly follow reloading instructions. Co strives to understand each incident as it occurs in order to continuously improve products.

Event description:
The device was used during an appendectomy. Staples would not deliver. There was no consequence to the pt.